Manufacturer narrative:
There were no chew marks noted during visual inspection. The pump was received with half broken off reservoir tube lip, and was tested with a test p-cap and p-cap does not lock in place. The displacement test was unable to be performed due to damaged reservoir tube. There were minor scratches on lcd window noted. There were scratches on reservoir tube window, cracked battery tube threads and missing reservoir tube o-ring.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump screen is scratched and can barely be read. The customer states the reservoir compartment is damaged. The customer's blood glucose level at the time of incident was 95mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.